Event description:
It was reported to boston scientific via an article published in international urology and nephrology that a prospective, matched study was conducted to compare outcomes of patients treated with greenlep (greenlight laser enucleation) and holep (holmium laser enucleation) for benign prostatic hyperplasia (bph). A total of 235 patients were included, with 120 treated using greenlep between october 2021 and december 2022 across two referral centers. All patients had at least 12 months of follow up. Among patients treated with greenlep, early complications were reported in 38 cases. Reported medical complications included urinary frequency in 12 patients, urgency in 5 patients, urge incontinence in 1 patient, stress incontinence in 1 patient, fever in 8 patients, and urinary tract infections in 10 patients. Surgical complications included acute urinary retention in 5 patients and blood transfusion in 4 patients. Late complications consisted of stress incontinence requiring surgical intervention in 1 patient and bladder neck stricture in 1 patient. One patient underwent palminteri-ferrari treatment for urethral stricture. A patient had a mid-urethral sling implanted for persistent stress incontinence. Additionally, one intraoperative event involving myocardial ischemia required cardiorespiratory resuscitation during the procedure, followed by immediate coronary angioplasty; no associated surgical complications were reported in this case. This report pertains to multiple patients who underwent the greenlep procedure and experienced adverse events; however, with no individual patient details available.

Manufacturer narrative:
Morselli, s., de rienzo, g., ditonno, p., ferrari, s., lucarelli, g., spilotros, m., zaraca, c., greco, p., rabito, s., micali, s., ferrari, r., toso, s., gatti, l., ferrari, g., & cindolo, l. (2025). Endoscopic en bloc prostate enucleation: a propensity score matched analysis between greenlight enucleation of prostate (greenlep) vs holmium laser enucleation of prostate (holep) outcomes and safety with a 12-month follow-up. International urology and nephrology, 57(12), 1-10. Https://doi.org/10.1007/s11255-025-04543-w. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.